Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen became cracked after the customer walked into a door. Subsequently, the screen became partially black. The customer's blood glucose level was 200 mg/dl. Customer continued to use the pump, but also had manual injections available.